Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 12 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 6 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 18 malfunction events, where it was reported the devices experienced accessible ac current. There were 3 events with patient involvement; no adverse consequences were reported.

Manufacturer narrative:
The device pending evaluation was evaluated in the field and the issue was confirmed. The device was repaired on site and returned to service. Section h codes have been updated to reflect this.

Event description:
This report summarizes 16 malfunction events, where it was reported the devices experienced accessible ac current. There were 3 events with patient involvement; no adverse consequences were reported.

Manufacturer narrative:
Upon completion of the investigation on one of the devices; it was determined that it was not experiencing the issue accessible ac current. The count of events has been corrected to reflect this. The 3 devices that were pending evaluation were evaluated in the field and the issue was confirmed. The devices were repaired on site and returned to service. Section h codes have been updated to reflect this. 1 device is still pending evaluation.

Event description:
This report summarizes 16 malfunction events, where it was reported the devices experienced accessible ac current. There were 3 events with patient involvement; no adverse consequences were reported.